Event description:
The customer reported an error 20004. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported an error 20004. There was no reported patient involvement. A philips bench technician evaluated the device and confirmed the failure. The philips bench technician reinserted the chip set in the control pca to fix error code 20004. The device passed all performance assurances tests and was returned to the customer. This was a malfunction of the connection between the chipset and control pca.